Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned

Event description:
It was reported that cartridge change errors occurred with multiple cartridges intermittently during the load sequence. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 230 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.